Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.

Event description:
The report stated that during the second seal of a thyroidectomy, the device insulation melted into the pt cavity. The tissue onto which the insulation melted was removed as part of the procedure as planned. There was no pt injury.